Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 19 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 247 mg/dl. The customer was given a glucagon shot by emergency services due to low blood glucose. The customer indicated that they are unsure if the drive support cap is recessed or not and stated that they are unable to troubleshoot any further. Customer was advised to monitor the pump and call back if any additional assistance is necessary.